Event description:
Home monitoring system reported lead noise on the rv channel creating non-sustained tachycardia recordings. Patients lead statistics are in range and device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.